Event description:
Same case as MDR 6000093-2006-00360. It was reported that 381 days after a coronary artery drug eluting stenting treatment procedure the patient expired of unknown cause. The index procedure treated two target lesions. Target lesion 1 was a 2.5mm vessel diameter, 100% stenosed region of the 2nd obtuse marginal artery (om). The lesion was 8.0mm in length, was moderately tortuous with mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x12 mm drug eluting stent without complication. Residual stenosis was 0%. Target lesion 2 was a 2.5mm vessel diameter, 70% stenosed region of the 2nd om. The lesion was 6.0 mm in length, was moderately tortuous with mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x8 mm drug eluting stent without complication. Residual stenosis was 0%. The patient was discharged from the hospital 8 days post index procedure receiving asa and plavix. The site reported that the patient expired of unknown cause 381 days post index procedure. In the opinion of the physician it was unknown if the target vessel was involved with the death.